Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dexcom g6 mobile application did not alarm on low alert. The patient stated that she did not receive a low alert on her phone while she was driving home from work; she passed out and crashed her car. A bystander called 911, she was transported to the hospital where she was admitted for 4 ¿ 5 days. She reported that she was intubated for 5 hours because she was not breathing; however, she does not recall any other medical interventions that were performed. Her continuous glucose monitor (cgm) and blood glucose (bg) values at the time of the event were not provided. The sensor insertion date and location were not provided. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for evaluation. Data investigation could not confirm no audio alert on the mobile app. The probable cause could not be determined. No additional patient or event information is available.